Event description:
End user's wife called stating, "the right wheel will not turn. It will lock up and then work when it wants to."

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9rc, serial number/date code (B)(4) is approximately 2 years 4 months old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's wife called stating that the right wheel on the 9rc manual wheelchair allegedly will not turn. It allegedly locks up and then it will work again when it wants to. The consumer's dealer has been to the home to assess the chair and will be changing the anti tippers as they are too low. No injury alleged.